Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to obtain an ECG signal during testing. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from philips service personnel. Per the customer, the unit was experiencing failure to obtain an ECG signal during testing. The ECG cables were replaced in an attempt to troubleshoot the issue but the failure remained. As a result of the ongoing issue a quote for service was emailed to the customer to repair evaluate and repair the device. A quote was sent to the customer for service. The quote subsequently expired with no contact from the customer. As additional information could not be obtained, a cause for the failure could not be determined. The device remains at the customer site. No service has been provided by philips. No further investigation or action is warranted.